Event description:
It was reported that poor sensing, high capture threshold and lead dislodgement were observed. The patient was not pacer dependent. The lead was explanted and replaced with no complications when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.